Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
The patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) and reported experiencing presyncope symptoms after receiving two shocks from the device. Ts referred the patient to device treating clinician for further evaluation. No additional adverse patient effects were reported. At this time, the ICD remains in service. No additional information was reported at this time. Subsequent additional information was provided that reported that this device was explanted during a procedure. The ICD was returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
The patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) and reported experiencing presyncope symptoms after receiving two shocks from the device. Ts referred the patient to device treating clinician for further evaluation. No additional adverse patient effects were reported. At this time, the ICD remains in service. No additional information was reported at this time.